Event description:
A customer reported that they obtained imprecise sequential readings on their freestyle freedom lite meter. The customer reported that they obtained readings of 27.0 mmol/l and 7.7 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow-up report will be submitted once results are available.